Manufacturer narrative:
The insulin pump passed sleep current measurement and active current measurement. The insulin pump received power error alarm due to connector resistance issue. Pump error alarmed during self test due to the lithium battery not being fully seated into the connector. The insulin pump was received unexpected insulin flow block alarm during displacement test due to corroded force sensor. (B)(4).

Event description:
It was reported via phone call that their insulin pump alarmed power error detected again after troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.